Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was used for planned treatment, and the procedure was completed using additional display which was in the room. The philips field service engineer (fse) inspected the system on site, and the customer reported that the flex vision monitor displayed no image after a prolonged reboot. Upon troubleshooting, the fse¿s led indicators confirmed a loss of signal. A review of the log file showed that the host had attempted but failed to establish communication with the flex vision pc. The fse replaced the flex vision pc and transferred the hard drive from the old unit to the new pc. The defective flex vision pc was sent for analysis, but the supplier¿s part analysis could not conclusively determine the cause of the failure. Replacing the flex vision pc resolved the issue and restored system functionality. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with additional display, which was in the room, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display. Upon rebooting, the system was unable to boot, stalling at the countdown timer. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.